Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer passed away at home. The caller stated that the cause of death is unknown. The caller stated that on the day of passing, on (B)(6) 2015, at 11:58 pm, the customer's blood glucose was 46 mg/dl. The customer was wearing the insulin pump at the time of death. The customer was not using sensors and was not wearing one at the time of death. The caller stated that the insulin pump was alarming and they did not know how to stop it. Assistance was provided to clear the following alerts; check blood glucose and missed bolus reminder. The caller declined returning the insulin pump for analysis.